Event description:
It was reported that the patient experienced a hyperglycemic injury. The wearable was inserted into the arm on (B)(6) 2024. On the day of the event, the patient stated she was unable to pay attention to her devices. She was reportedly so sick that so she could not recall whether she had received alerts on her unspecified pump display device or mobile app. The patient was home alone when her daughter called her. The daughter noticed that the patient¿s ¿voice sounded weird¿ so the daughter asked her brother to check on the patient. When the patient¿s son arrived, he found her on the floor and she was incoherent. He stated she looked dehydrated and was unconscious. He called an ambulance, and the patient was transported to the hospital. The patient was treated with an insulin drip and stated there was an attempt for resuscitation. It is unknown how the cgm device was functioning during the time of the event. The patient was reportedly hospitalized on (B)(6) 2024 and discharged on (B)(6) 2024. At the time of the report, the patient was doing fine but stated she still felt tired and sleepy from the event. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required. No data was found for the reported date of the event ((B)(6) 2024). A sensor session was started on (B)(6) 2024 at 12:52 pm and ended almost immediately after the warm up period at 1:37 pm due to an algorithm detected failure. The failed sensor alert was acknowledged 5 minutes later. The next sensor session was started on (B)(6) 2024 at 1:03 pm. Data investigation confirmed a sensor failure as a sensor failure during warm-up on (B)(6) 2024. The probable cause was determined to be counts aberration. The reported allegation of an issue with the cgm on (B)(6) 2024 and probable cause is undetermined. Data supplied by tandem indicates that following the sensor failure on (B)(6) 2024 a bg of 389 mg/dl was entered into the tandem system that evening at 5:26 pm and a bolus of 6.65 units of insulin was delivered. At 05:29:04 pm, the bolus completed. On (B)(6) 2024 through (B)(6) 2024 no alerts, alarms or boluses occurred, and basal deliveries continued uninterrupted. No additional patient or event information is available.